Event description:
It was reported that the physician found the tip of wire bent (kinked) during product preparation and before use on patient. The physician recognized it and tried to use on patient, but failed to insert arterial line with that product. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer provided one image showing a catheterization assembly with the guide wire advanced through the arterial catheter/needle assembly. A slight kink/bend was observed. The customer returned one catheterization device for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed a slight kink/bend was observed towards the distal end. Microscopic examination confirmed the bend and also revealed that the guide wire coils were slightly offset towards the distal end. This is indicative of damage that may have resulted from resistance when the end user attempted to pass it through the needle cannula. The bend in the guide wire measured 7mm from the distal end. The offset coil measured 1mm from the distal tip. The cannula length measured 80.25mm which is within the specification limits of 3.155"-.3.165" per measurement c in the cannula graphic. The cannula outer diameter measured .0252" which is within the specification limits of .0250"-.0255" per the cannula graphic. The cannula inner diameter at the proximal and distal end measured .017" which is within the specification limits of .0165"-.0180" per the cannula graphic. The guide wire length measured 4 9/16" which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle graphic. The guide wire outer diameter measured .396mm which is within the specification limits of .381mm-.404mm per the guide wire graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire kinked was confirmed through complaint investigation of the returned sample. Visual inspection revealed a small kink/bend was observed on the portion of the guide wire that was exiting the cannula. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/needle resistance for devices within ra-04122 kits , a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the physician found the tip of wire bent (kinked) during product preparation and before use on patient. The physician recognized it and tried to use on patient, but failed to insert arterial line with that product. No patient harm reported.